Event description:
New information received notes that the patient's insertable cardiac monitor (icm) was explanted and replaced on (B)(6) 2021. The patient condition was stable.

Manufacturer narrative:
Correction: h6 codes should have been updated in previous report.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received with no telemetry and battery voltage at end of life (eol). Analysis performed on the device indicated normal device functionality. Analysis performed on the battery indicated no anomaly. Longevity assessment was performed and premature battery depletion was noted.

Event description:
It was reported that the patient presented in clinic. The patient's insertable cardiac monitor (icm) was unable to be interrogated. No programming changes or intervention took place. The patient was in stable condition.